Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported to philips that the touchscreen is visible but does not respond. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The device is pending repair. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A quote for device evaluation was sent to the customer, however, the quote expired without response from the customer. Therefore, philips has not been authorized at this time to evaluate the device. Although requested no additional information regarding the unit's status was confirmed at this time. No parts have been confirmed to be replaced or returned for evaluation at this time. The probable root cause of touchscreen failures are out of specification because of dirty, scratched, physical damaged, and or dented screen. The case has been closed. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed.